Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited inappropriate anti-tachycardia pacing due to p waves falling into blanking and causing the device to identify ventricle rate branch more than the atrial rate branch. No intervention was performed. No patient consequences.